Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The caller stated that the official cause of death is unknown. All that's known is that the customer was found unconscious, with high ketones. The customer was in diabetic coma. The family was informed that the customer passed due to complications of diabetes. When the customer was found all of his diabetes stuff was on the floor. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death. It had been disconnected on (B)(6) 2015 by the doctors. The caller stated that the customer's insulin pump was broken when the customer was hospitalized. The doctors were regulating the customer's blood glucose. At the time of the hospitalized the customer's blood glucose was above 300 mg/dl. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.